Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 100mmh2o. The valve was visually inspected; needle holes in the needle chamber were noted. No defects were noted. The valve was irrigated with purified water; no occlusion was noted. The siphon guard was irrigated with purified water: no occlusion was noted. The catheters were irrigated with purified water; no occlusion was noted. The valve was dried. The valve was leak tested and it only leaked from the needle holes in the needle chamber. The valve was tested for programming. The valve failed the test. The cam mechanism did not move. The valve was then pressure tested at 100mmh2o, failed. The valve was dismantled and was examined under microscope at appropriate magnification and biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, cam mechanism pillar, and on the base plate. The cam magnets were also controlled. No defects were found. Review of the history device records confirmed the valve product code ns9008, with lot crcc1n, conformed to the specifications when released to stock on the 10th april 2014. The root cause of the problem reported is due to biological debris found within the device. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
The device was implanted via l-p shunt in (B)(6) 2014. Since the device was found dysfunctional after implantation, revision surgery was conducted on (B)(6) 2014. Further information would be provided as soon as (B)(4) receive it from the facility.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.